Manufacturer narrative:
Product complaint # (B)(4). The following sections have been updated on this 3500a supplemental #1) report. Date of death: it is unknown at this time. Event description - additional information received indicated that no further treatment has been performed for the patient because the patient is status of ¿brain death¿. The attending physician judged that the health damage was severe, but the cause was not directly linked to the galaxy g3 mini. It was stated that ¿there was various factors in the view¿ and ¿angiography was not performed after the anfini was inserted one before and the target lesion was weak¿. The wall of the target lesion had become thin over a wide area. Date received by manufacturer. All manufacturer type of report. Follow up number. Type of reportable event. If follow-up, what type? Patient codes. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Product complaint # (B)(4). The following sections have been updated on this 3500a supplemental #2) report. Description of event or problem, premarket identification, type of report, follow up type and adverse event problem. Description of event or problem: additional information received indicated that the device was inspected for damage prior to use. The concomitant devices function as expected. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during a coil embolization of an unruptured superior facing 6.6x7.5x5mm internal carotid artery c2 (petrous segment) aneurysm in a 59-year-old female patient, a 3mm x 6cm galaxy g3 mini (glm930060/unk lot) was deployed; however, the physician noted that the coil was forming outside of the target aneurysm around its second loop. The physician immediately removed the coil from the patient, but aneurysm extravasation was observed via angiography. Competitor coils were implanted, and 32% packing density was achieved; however, extravasation appeared to severely worsen at this point. As the intracranial pressure increased, the physician considered wrapping the ic, so the patient was urgently transferred to the operating room. The sales representative needed to leave the catheter room, so he was unable to obtain any additional information at that time. It was stated that ¿the sales rep will interview the physician since some information about the condition of the patient was reported, such as pupils were open etc.¿ three competitor coils were implanted prior to the introduction of this coil. Additional information received on 06-jun-2019 indicated that the patient developed a subarachnoid hemorrhage (sah) and the vessels are unstable. The patient¿s condition remains serious and it is difficult to maintain spontaneous respiration. It was suggested that no further follow-up be conducted until the patient¿s condition stabilizes. Additional information received on 10-jun-2019 indicated that there has been no change in the patient¿s condition and the sales representative will collect additional details from the radiologic technician (s) instead of the physician. Additional information received on 23-jun-2019 indicated that no further treatment has been performed for the patient because the patient is status of ¿brain death¿. Additional information received on 24-jun-2019 indicated that the attending physician judged that the health damage was severe, but the cause was not directly linked to the galaxy g3 mini. It was stated that ¿there was various factors in the view¿ and ¿angiography was not performed after the anfini was inserted one before and the target lesion was weak¿. The wall of the target lesion had become thin over a wide area. Additional information received on 11-jul-2019 indicated that the device was inspected for damage prior to use and the concomitant devices functioned as expected. No further information could be obtained. The device is not available for investigation as it was discarded. The lot number is not known; therefore, a device history record review cannot be completed. Coil herniation into the parent vessel during positioning, aneurysm rupture, subarachnoid hemorrhage, and death are known potential complications associated with coil embolization procedures. Manipulation of device in or near the intracranial aneurysm can increase the risk of rupturing the fragile aneurysm wall. Assignment of root cause for the event remains speculative and inconclusive based on the minimal information provided; however, clinical and procedural factors, including device manipulation and aneurysm/vessel characteristics, may have contributed. Three competitor coils had been placed prior to the introduction of this device and the physician reported that the cause of the event was not directly linked to the galaxy g3 mini. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint #: (B)(4). Procode: krd/hcg. Date of event: the date of the event was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Manufacturing site name: codman and shurtleff inc., dba depuy synthes products, inc. ((B)(4)) information regarding patient weight, height, medical history, race, and ethnicity was not reported. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, during a coil embolization of an unruptured superior facing 6.6x7.5x5mm internal carotid artery c2 (petrous segment) aneurysm, a 3mm x 6cm galaxy g3 mini (glm930060/unk lot) was deployed; however, the physician noted that the coil was forming outside of the target aneurysm around its second loop. The physician immediately removed the coil from the patient, but aneurysm extravasation was observed via angiography. Competitor coils were implanted, and 32% packing density was achieved; however, extravasation appeared to severely worsen at this point. As the intracranial pressure increased, the physician considered wrapping the ic, so the patient was urgently transferred to the operating room. The sales representative needed to leave the catheter room, so he was unable to obtain any additional information at that time. It was stated that ¿the sales rep will interview the physician since some information about the condition of the patient was reported, such as pupils were open etc.¿ three competitor coils were implanted prior to the introduction of this coil. Additional information was received indicating that the patient¿s condition is still serious, and it is difficult to keep spontaneous respiration. The physician verified that the patient developed subarachnoid hemorrhage (sah) and the vessels are unstable.